Event description:
Case was reported as an explant of an orthadapt bioimplant. No case information was provided, including case type and signs/ symptoms.

Manufacturer narrative:
This report could not be confirmed. Additional information was requested from physician; however, no information ever was provided. The product lot number is not known. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.